Event description:
It was reported during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician found that the knife wire had fractured and could not be used. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.